Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred before the procedure was performed. When the device was loaded the reload would not shut. The stapler was then unable to be fired. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The reload was received engaged with the subject instrument. The reload was unloaded from the instrument. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The lug at the proximal end of the reload adapter was damaged. Further functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition can occur if the reload is over torqued during unloading and / or if an attempt is made to unload the reload without using the release button. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.